Manufacturer narrative:
A ge svc rep performed an onsite investigation. The high voltage cable was replaced and the brake adjusted during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the high voltage cable on the 9800 system was kinked. Also the brake was loose. No pt injury was reported.